Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events could not be conclusively determined, and a direct correlation between the reported events and the centrimag blood pump could not be conclusively established through this evaluation. It was reported that the rvad used during the event was likely centrimag; however, no further information regarding the rvad was available. The centrimag pump was not returned for evaluation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The centrimag blood pump instructions for use (IFU) lists adverse events that may be associated with the centrimag circulatory support system, including respiratory failure, thromboembolism, and death, under ¿adverse events¿. This IFU also provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. The current revisions of the instructions for use (IFU) and operation manual can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient who was implanted with the left ventricular assist device (lvad) on (B)(6)2023 was struggling with right ventricular heart failure and renal failure immediately post implant. The patient had hypotension and decreased urine output. It was also noted that the patient was tenuous and in a critically ill status. The patient remained ongoing on inotropic and vasoactive medications as well as continuous dialysis treatments. The right heart failure did not exist before the lvad implant; however, the renal failure and the right heart failure were both not thought to be device or therapy related. On (B)(6)2024, the patient was placed on a hill-rom envella air fluidized therapy sand bed (serial number (B)(6)) for an unstageable sacral pressure ulcer. It was noted in the evening of (B)(6)2024, the patient had multiple pump stops and the patient was in the intensive care unit (ICU). A call was made to an abbott on-call specialist and it was recommended that the system controller and the system monitor be exchanged. Log files were submitted for urgent review on (B)(6)2024, and they captured 17 pump stops on (B)(6)2024. It appeared that these events were caused by electrostatic discharge (esd). The pump was off for approximately 3 to 5 seconds during these events. The pump did restart promptly as designed and functioned as intended during these events. Additional log files were submitted for review following the controller and monitor exchange, however they also showed pump resets which appeared to be related to esd. It was noted that all other equipment in the patient¿s room, except for the sand bed, had been there prior to the pump stop. The patient was switched from the sand bed to a regular ICU bed. Log files were submitted for review 4 hours after the bed switch. The log files did not capture any pump esd stops or resets. Additionally, it was recommended that the power module patient cable be exchanged as it showed signs of cable fatigue. The patient cable was later noted to have been exchanged. Log files were submitted for review 24 hours after the bed exchange, and they did not capture any pump esd stops or resets. Additionally, no pump stops were noted on the interrogation. It appeared that the sand bed was the cause of the pump stops. It was later noted that during the time the patient was on the spatiality bed the experienced over 40 pump stops. The pump stops were noted to have caused some very brief moments of hypotension during those events, but no escalation of care was required due to these episodes. However, it was unclear what the long-term impacts on the patient might be. It was later reported that the patient was critically ill and the hypotensive episodes from the pump stops may have contributed to the patient being escalated to vasoactive medications which placed the patient at risk for ischemic bowel. The patient had severe tenderness, distention and elevated lactate levels. It was later reported that the patient passed on (B)(6)2024, and the cause of death was due to ischemic bowel. It was noted that the outcome was not device or therapy related and the device operated as intended. It was reported on (B)(6)2024 that the patient most likely had a cotton flat sheet between themselves and the hill-rom filter sheet, but it was unknown and could not be confirmed. On (B)(6)2024 it was revealed through product investigation that a backup battery fault was observed in the log files. An increase in backup battery use count was also observed. It was additionally reported through the case report ¿a shocking discovery: electrostatic discharge induced pump failure in an implantable left ventricular assist device¿ that the patient's right ventricular failure necessitated a right ventricular assist device (rvad). It was noted that the patient had respiratory failure requiring tracheostomy placement in addition to right heart failure and renal failure. Eventually the patient developed intestinal pneumatosis and was transitioned to comfort care prior to the patient's death. It was additionally reported on (B)(6)2025 that the rvad was most likely a centrimag but the clinic was not sure.

Manufacturer narrative:
The patient's death is reported under MFR 2916596-2024-00289. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.